Manufacturer narrative:
Other applicable components are : product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was pain at the generator site. The outcome was resolved without sequelae. Interventions included repositioning the generator. The pocket was moved superior. The etiology was noted as not related to the device or therapy and related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.